Event description:
Additional information received from the manufacturer representative reported no new lead was placed as the doctor decided not to. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, (B)(4). It was unknown which lead was going to be revised, see manufacturer¿s report 6000153-2015-00598 for the other lead.

Event description:
The manufacturer representative reported that the healthcare professional was talking about a patient that was going to have a lead revision to try and get left foot coverage later that day. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.